Manufacturer narrative:
Eval summary: the production and qc documentation for lot# p09014, with exp date of 10/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.

Event description:
Unspecific arthritis [arthritis], severe knee pain [arthralgia], severely swollen knee [joint swelling], left knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a healthcare provider regarding a (B)(6) female pt with a history of arthrosis, initials (B)(6), who experienced unspecific arthritis, severe knee pain, severe knee swelling and left knee effusion after starting synvisc. The date of the pt's first synvisc administration in the left knee was (B)(6) 2009 and the date of the pt's last synvisc administration in the left knee was (B)(6) 2009. The reporter stated that the pt experienced unspecific arthritis and the adverse event onset date was (B)(6) 2009. The adverse event did not occur during the administration. The pt was injected in the left knee laterally with synvisc (2 ml) and xylocain (5 ml) and both were administered through the same syringe on (B)(6) 2009. The pt had severe pain and a severely swollen knee. The pt's left knee was aspirated at the hospital of slightly yellow viscous exudent (35 ml). The physician administered the synvisc injections in a sterile environment in the operating room. The reporter stated that there were no signs of gout. At the time of this report, the outcome of the pt was unk. The lot number was reported to be p09014. See (B)(4) for other adverse events from this reporter. Add'l info was received on (B)(4) 2009 in the form of qa results. The production and qc documentation for lot# p09014, with exp date of 10/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.